Event description:
It was reported that the right ventricular (rv) lead was oversensing far field signals and there was concern of an insulation break. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Damage to the insulation was not observed. An in-vivo insulation breach was not observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).